Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device interrogation, auto mode switch episodes were observed due to atrial lead noise. No further information is available.